Event description:
It was reported that during a biliary stenting treatment procedure, the inner catheter broke and the stent could not be deployed. The target lesion was in a non-tortuous portion of the common bile duct (cbd). A biliary stent 7fr/5cm had been advanced to the target lesion. While attempting to deploy the stent, resistance was encountered. The inner catheter was stretched, eventually broke and separated. Subsequently, the stent could not be deployed. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine."